Event description:
It was reported that a homechoice device experienced a system error 2267 alarm (air in line) while performing peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted in clearing the alarm. The patient was advised to start therapy over with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.